Event description:
Report received of pt showing "minor signs of withdrawal." Pt placed in ICU over the weekend. Dye study done. Unable to aspirate catheter so catheter was determined to be occluded. Catheter replaced. Pt doing well now.